Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the reported event. The patient received unspecified treatment (dosage, route, and frequency not reported) while in the hospital. The patient has not yet recovered from the peritonitis. On an unreported date, the dianeal therapy was withdrawn. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed for potentially associated lot number h13h08043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).